Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 134 mg/dl. Customer also reported that insulin pump is displaying battery out limit. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power tests. No battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip, a broken belt clip slot and a cracked display window.